Manufacturer narrative:
(B)(4). The products have been returned to the manufacturer; product evaluation is currently being performed. (B)(4). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither applicable imaging films, nor medical records were returned to the manufacturer for evaluation. This device was in an "as received condition". The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and therefore is likely to cause or contribute serious injury if this event were to recur. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. Product description: the visao high-speed otologic drill is part of the ipc system and xps 3000 system. Indications for use: integrated power console (ipc system) - ear, nose, and throat: the ipc is indicated for the incision/cutting, removal, drilling, and sawing of soft and hard tissue and bone, in head <(>&<)> neck/ent (otologic, neurologic, neurotologic, sinus, rhinologic, nasopharyngeal/laryngeal), oral/maxillofacial, and plastic/reconstructive/aesthetic, surgical procedures. Neurologic technologies: the ipc system is indicated for the incision/cutting, removal, drilling, and sawing of soft and hard tissue and bone, and biomaterials in neurosurgical (cranial, craniofacial) orthopedic, arthroscopic, spinal, sternotomy, and general surgical procedures. The instructions for use cautions: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of a tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used, the drill bits can achieve temperatures in excess of 50 degrees c (122 degrees). Do not attempt to change a dissecting tool or attachment while the motor is running, or when the motor or attachment is in an overheated state.

Manufacturer narrative:
The product was returned to the manufacturer for evaluation. The product analysis was performed by a quality engineer team. Electrical, mechanical, and temperature testing were performed and concluded the most likely root cause to be the design not calling out a sufficient amount of loctite for use in the assembly process at the supplier. The most likely root cause was identified as a process issue that is detectable through screening and would not likely result in a serious injury to the patient or user. A review of the risk management report identified this failure mode as a minor level failure with a minor risk for patient injury. This event did not result in a serious injury, nor have any complaints been reported with the similar failure mode that has resulted in serious injury or death; therefore, this complaint no longer meets the criteria for an MDR reportable malfunction. The failure will continue to be tracked and trended accordingly.

Event description:
It was reported that upon return for service and repair for "not turning smoothly and then stopped turning". At initial analysis the device was found to be overheating. Analysis by engineering is underway. Further information has been requested, but has not yet been received. There was no report or implication of patient impact or injury.